Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Gastro-intestinal ulcer and bleeding are known complications of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in hungary underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). The patient began duodopa lcig therapy on (B)(6) 2016. In (B)(6) 2021, the patient experienced bloody stool, abdominal pain, abdominal complaints and gastrointestinal bleeding. On (B)(6) 2021, the patient was hospitalized due to bloody stool and abdominal pain and underwent a surgical consultation. A gastroscopy and a lab test revealed a light bleeding ulcer near the bulbus and 4-3 small ulcers on the upper leg of duodenum. The reporting healthcare provider stated that the gastrointestinal bleeding might have been caused by the end of the pej tube metal in the duodenum. The patient underwent local hemostasis with tonogen treatment. As a result of treatment, the bleeding and abdominal complaints had stopped. On (B)(6) 2021, the patient was discharged home.